Event description:
This lead was capped and replaced because it was positioned on the valve and was causing oversensing and inappropriate shocks. The physician also chose to change out the ICD at the same time to prevent another change out soon. Should additional information be received, this file will be updated.